Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump buttons were very hard to press and required multiple presses to respond. The reporter stated that she had to 'roll the buttons around' to get a response. The reporter stated that the issue was occurring for the past few months and was getting worse. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. Evaluation also revealed that the up arrow and down arrow keypad buttons were sticking and over-responding/scrolling to button presses. It was observed that the bolus button was not responding to presses and the bolus button internal plug was misaligned. The keypad buttons do not have normal spring back or click. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.